Event description:
The pt is pursuing a product liability claim arising out of the use of a durom acetabular cup. It was reported that the pt received a durom acetabular component 50/44 code j on (B)(6) 2010 and underwent revision surgery on (B)(6) 2013 due to pain, loosening and wear. "At revision premature wear of the surroundings tissues and of the prosthesis was noted and she was required to receive bone graft."

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with EU durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the u.s. Which was initiated in november 2009 as a corrective action and reported to the (B)(4) as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s., and a corrective action for this product was reported to the FDA in v 2008 as correction z-2415/2426-2008. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).